Event description:
When the surgeon made the hole with the instrument and he removed the instrument, he saw that the tip had broken and it had been inside medullar canal. The tip was not inside the patient, they removed it.